Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 2 additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices using pre-close technique via a 6f sheath prior to atrial fibrillation (af) ablation interventional procedure. Reportedly, there was no suture present when plunger was removed on all three devices. Sutures of two new proglide devices were successfully pre-placed. Sheath was upsized to greater than 10.5f and af ablation procedure was completed. Hemostasis was achieved with pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in procedure or therapy. No additional information was provided.